Event description:
Issue with malf 16 malfunction code was reported, but notable events prior to the malfunction were denied. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl (27.7 mmol/l). Technical support replaced the pump, and the patient reverted to multiple daily injections (mdi) for insulin therapy while awaiting the new pump.